Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one day post-implant, their right ventricular (rv) lead "malfunctioned and came off the heart and ended up puncturing it". The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.